Manufacturer narrative:
Per tandem's user guide: "avoid submerging your pump in fluid beyond depth of 3 feet or for more than 30 minutes (ipx7 rating)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, customer put the pump in a cooler and the pump was completely submerged in water. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was 323 mg/dl. Reportedly, the supplies were changed to address the event.